Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, the customer's blood glucose (bg) level ranged from 181-494 (mg/dl), which was addressed with correction boluses. Additionally during system check, it was found that the customer does not have a pump in a case and wear the pump against the skin. Recommendation was made to wear the pump in a case so that the pump is not directly against the skin. The customer acknowledged the information.